Manufacturer narrative:
Unit received unable to perform the displacement due to complete detached end cap noted.

Event description:
The customer reported via phone call that bumper sticker was missing and bottom of insulin pump was coming off. Blood glucose was 74 mg/dl. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.